Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of the centrimag¿s console going blank, rpm drops, and reduced flow were not confirmed. The centrimag motor was tested on 13may2019. The complaint was not verified, and the reported issues were unable to be duplicated. The motor was tested with the centrimag 2nd gen. Primary console and the flow probe of the same complaint. The unit was ran for extended period of time, including overnights, and no disruptions in the set rpms and flow speeds were observed, and error alarms did not occur. The console did not turn blank at any point. A full functional checkout was performed and the unit passed all tests. The motor was returned to the customer site. The cable was inspected for any discrepancies that may trigger any issues, and none were found. The root causes of the reported events were unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of the centrimag¿s console going blank, rpm drops, and reduced flow were confirmed via a log file extracted from the centrimag console associated with this complaint. Per the log file, the console was supporting the system at a speed of ~3800 rpm and a flow of ~4.5 lpm on (B)(6)2019. On (B)(6)2019 at 17:57, the log file captured an active system alert: s3 as a result of an active sf_ifd_shutdown_detected fault. After this event, speed dropped to ~3200 rpm and flow reading would have been blank with "--.--" on the console display, consistent with the reported information. A set pump speed not reached: m5 alarm was captured within the same minute, and m5 alarms continued to appear throughout the remainder of data captured on (B)(6)2019. Flow values continued to show 0 lpm until the console was shut down and restarted. System alert: s3 alarms did not occur after the first instance. The motor was forwarded to the ppe group for further testing. The centrimag motor was tested and no atypical events occurred. The device passed all resistance and insulation tests, and was forward to the service depot for further testing. The centrimag motor was tested under a work order on (B)(6)2019. The complaint was not verified, and the reported issues were unable to be duplicated. The motor was tested with the centrimag 2nd gen. Primary console and the flow probe of the same complaint. The unit was ran for extended period of time, including overnights, and no disruptions in the set rpms and flow speeds were observed, and error alarms did not occur. The console did not turn blank at any point. A full functional checkout was performed and the unit passed all tests. The cable was inspected for any discrepancies that may trigger any issues, and none were found. Reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that the reported event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Currently unavailable, will be updated upon manufacturer investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the centrimag console went "blank" and that a drop in the rotations per minute (rpm) was indicated on the remote screen. The account also stated that a "no blood flow" notification appeared during the event. A reduced blood flow was noted on a separate monitoring device; the account expressed that this was the second time this situation had been observed, but with different consoles. No patient adverse event occurred as a result of the event. The console, motor, and flow probe were all replaced by the account. No further information was provided.